Manufacturer narrative:
The device not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a shunt pta [peripheral transluminal angioplasty] anastomosis procedure, a 20/30 indeflator failed to inflate an unspecified balloon. The indeflator was replaced with another device to successfully complete procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.